Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using snap gauge and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break at approximately 213mm from the end of the strain relief, with multiple kinks along the full catheter length. A red medium resembling dried blood was evident in the manifold. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After implanting a 3.0x23mm and 3.5x38mm non-bsc stents in the distal rca, a 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the mid rca. The device was removed and a non-bsc guide extension catheter was placed. The device was re-advanced; however, the portion of the shaft that was still outside the patient's body had detached. The device was then retrieved and the procedure was completed with a 4.0x23mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After implanting a 3.0x23mm and 3.5x38mm non-bsc stents in the distal rca, a 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the mid rca. The device was removed and a non-bsc guide extension catheter was placed. The device was re-advanced; however, the portion of the shaft that was still outside the patient's body had detached. The device was then retrieved and the procedure was completed with a 4.0x23mm non-bsc stent. No patient complications were reported and the patient's status was good.